Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after a day of wear. Due to the sensor error message, the customer was incapable of monitoring blood glucose and experienced symptoms described as ¿burns on the foot from a hot water bottle¿, profuse sweating, difficulties with coordination, and a loss of consciousness. The customer had regained consciousness and self-treated with sugar and a nurse provided first-aid for the burns. The customer was taken to the hospital where she was diagnosed with hypoglycemia but no treatment was rendered for the diagnosis. However, the customer received pain tablets as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.